Event description:
It was reported when using the bd vacutainer® z (no additive) urine tube - conical, the device experienced foreign matter within the tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: during the filling of the tube with urine, it was noticed that there were impurities in the form of black dots in the tube and on the outside of the tube.

Manufacturer narrative:
Initial reporter email: (B)(6). Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® z (no additive) urine tube - conical, the device experienced foreign matter within the tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: during the filling of the tube with urine, it was noticed that there were impurities in the form of black dots in the tube and on the outside of the tube. The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 04-jan-2023. Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® z (no additive) urine tube - conical, the device experienced foreign matter within the tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: during the filling of the tube with urine, it was noticed that there were impurities in the form of black dots in the tube and on the outside of the tube.